Event description:
Complainant alleged that during biomed testing, the device was unable to select an energy level. Complainant indicated that the energy level could be selected from the attached defibrillator paddles. Complainant indicated that there was no pt involvement in the reported malfunction.